Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a press ok to start fill message and a make sure hb is on ht message during fill 1 of 6 which prompted following the fluid leak. The patient did not remember if fluid was inside the cycler when they had the fluid leak and just remembered the fluid getting everywhere. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and of the cycler replacement. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during fill 1 of treatment and prior to the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated a replacement cycler was received and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a press ok to start fill message and a a make sure hb is on ht message during fill 1 of 6 which prompted following the fluid leak. The patient did not remember if fluid was inside the cycler when they had the fluid leak and just remembered the fluid getting everywhere. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for alternative treatment following the reported event and of the cycler replacement. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during fill 1 of treatment and prior to the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated a replacement cycler was received and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.